Event description:
Caller inquired about MRI scan of spine. Caller stated patient reported the ins was "non-functioning." Caller did not have further details about this claim and patient was not present for the call. Caller said patient was in the ER. Agent reviewed MRI scanning guidelines and emailed pertinent documentation to the caller as well. While on the call, caller mentioned patient had an MRI scan this past month and didn't tell anyone they had an ins. After the scan was finished, patient "felt warm all over."

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.